Event description:
Per independent repair center statement the unit has low o2 or yellow light. The key failure was the sieve beds o-ring gasket was leaking. Additional malfunctions include the smart pack was missing, and the poppet for the solenoid was defective.